Event description:
It was reported that during an unspecified procedure, a balloon rupture and detachment occurred. The lesion was located in a non calcified and non stenosed left common iliac vein. During post dilation, a xxl/16-4/5.8/120 balloon burst at five atmospheres. Number of inflations is unk. Went in with a xxl/16-4/5.8/120 balloon and this balloon also burst and came off of the shaft. Number of inflations and to what atmospheres are unk. A cutdown and veinotomy was performed and the balloon material and catheter were removed with a hemostat. The pt's status is listed as ok with no other complications reported. The xxl/16-4/5.8/120 qualifies and is being reported on the 4th quarter alternative summary report.

Event description:
It was reported that during an unspecified procedure a balloon rupture and detachment occurred. The lesion was located in a non calcified and non stenosed left common iliac vein. During post dilation, a xxl/16-4/5.8/120 balloon burst at five atmospheres. Number of inflations is unknown. Went in with a xxl/16-4/5.8/120 balloon and this balloon also burst and came off of the shaft. Number of inflations and to what atmospheres are unknown. A cutdown and veinotomy was performed and the balloon material and catheter were removed with a hemostat. The patient status is listed as ok with no other complications reported. The xxl/16-4/5.8/120 qualifies and is being reported on the 4th quarter alternative summary report.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two section as a result of a break in the tip section of the device between the distal and proximal markerbands. Both sections of the tip was severely stretched. A complete circumferential tear had occurred in the balloon material close to the proximal bond area. The proximal bond area is intact with some balloon material still in place. The distal section of the balloon had been bunched up and pushed towards the distal bond area and the tip of the device. It was noted that the distal markerband was in place and the proximal markerband had moved distally. Traces of dried blood were visible inside the balloon material and on the tip of the device. A kink was observed on the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of user/use error. It's intended for use in adult and adolescent populations to dilate strictures of the esophagus. This device was used in the common iliac vein and is therefore off label use. (B)(4)